Event description:
A malfunction occurred on the customer's pump, identified as malf 12, but no notable events led to it. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issue arises again.